Manufacturer narrative:
The device was manufactured from february 5, 2020 - february 6, 2020. The device was received for evaluation. The unit was returned to the plant containing no fluid in the bladder because the distal luer was not closed which allowed the fluid from the bladder to empty inside a bag that contained the unit. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow test was performed on the unit and was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a small volume infusor. It was observed that medication delivery stopped during patient infusion at the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.